Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who had been off the ilet for over a week reconnected the system with a new libre 3+ sensor after assistance, then experienced persistent hyperglycemia with reported glucose values up to 369 mg/dl despite resumed insulin delivery. Symptoms included feeling okay without acute complaints. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer service troubleshooting and education regarding sensor pairing, warmup, and resumption of therapy, with follow-up calls to assess glucose trends. Investigation of this case revealed hyperglycemia associated with time off therapy and recent re-initiation, with no ilet alarms reported at the time of high glucose and no evidence of device malfunction identified through troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with interruption and re-initiation of therapy.